Event description:
Allegedly the instrument arrived in an undesirable condition.

Manufacturer narrative:
This is a reportable malfunction. The investigation is not complete. Trends will be evaluated. Although several attempts have been made, no medwatch has been received from the user facility. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-00026.

Manufacturer narrative:
Conclusion: device failure directly contributed to event visually examined. Complaint reviewed and analysis showed no trend for (B)(4), lot no: 754585. (B)(4) - not applicable.